Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered a red alert via patient monitoring. This device remains in service. No adverse patient effects were reported.